Event description:
A patient was treated for an occlusion at the left m2 segment. The patient reportedly had a pre-existing dissection. Access was obtained with a zoom 88 access catheter over a guidewire. A zoom 55 and a third party microcatheter were advanced over the guidewire through the zoom 88. While attempting to perform the first pass, the treating physician noticed a tight turn in the horizontal cavernous causing the zoom 88 to press into the side of the zoom 55. When the physician tried to remove the zoom 55, the physician immediately felt resistance. The patient was noted to have a tortuous anatomy. After removing the zoom 55 completely through the zoom 88 access catheter and out from the patient, the physician found the outer jacket of the zoom 55 had separated however was connected via the coil. The physician released some tension off the zoom 88 and proceeded with the case using a zoom 71, third party microcatheter, and stent retriever successfully through the zoom 88. The clot was removed successfully. The patient achieved partial reperfusion with a tici 2c score and the patient was reported stable. No patient sequelae were reported.

Manufacturer narrative:
The zoom 55 catheter was returned for investigation. Investigation demonstrated severe damage to the catheter shaft materials and suggested that an axial force was applied during the procedure, stretching the shaft materials prior to separation of catheter shaft segments. The proximal and distal segments of the catheter shaft demonstrated kinking, flattening, entanglement and stretching of coil and jacket material near the break locations. The proximal and distal catheter segments were held together by coil wire which makes up the catheter shaft. Based on the complaint information provided and device investigation the exact root cause could not be determined. The manufacturing records for the zoom 55 were reviewed and demonstrated that the product met all the design and manufacturing specifications.